Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It reported that customer experienced fluctuation in bg level, it was not provided if bg level was low or high. Customer declined troubleshooting with tandem technical support.